Event description:
Procedure: hip revision performed on (B)(6) 2014. Reason for revision: patient complained of pain in the hip. Right total hip replacement was performed on 1999 (same surgeon and hospital). Implant codes and lot numbers were not available but patient had a duraloc sector cup 56mm in diameter with a 28 x 56mm neutral poly liner. The duraloc cup had 1 screw in it. The stem was a stability hip with a 28mm +5 metal head. During revision, the surgeon removed the original poly liner and locking ring and replaced it with a 32mm lipped poly liner, with new locking ring. He removed the screw and placed a small amount of allograft behind the cup. He replaced the 28mm head with a 32mm +5 head. The cup and stem were well fixed. The explanted liner showed significant superior wear. There was a small amount of osteolysis behind the cup which was filled with allograft from another supplier. The explanted liner and head are not available for return. The surgeon was happy with the revision procedure. Pre-op x-rays and implant usage during revision surgery are available. Patient initial (B)(6), female, dob: (B)(6) 1930. No further information available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The received x-rays were reviewed as per internal procedures and no issues were reported. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.